Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump cover was removed and no defects were found with internal keypad components. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the bolus button cover was missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.